Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the preparation, the physician noticed that air had been drawn into the faradrive. After several attempts, the physician opened and used a new faradrive. No patient complications have been reported. The product is not expected to be returned as it has been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the preparation, the physician noticed that air had been drawn into the faradrive. After several attempts, the physician opened and used a new faradrive. No patient complications have been reported. The product is not expected to be returned as it has been disposed. It was further reported intellagen pump was used for the irrigation of device. Excessive bubbles were noted in aspiration syringe.